Event description:
Reportedly, a patient was burned (3rd degree) on the shoulder. Two burn lines of respectively 5 and 7cm following contact with the device cable. The device was connected to the force fx. There was no additional report of patient injury or consequence.

Manufacturer narrative:
Report sent: 11/01/2006.